Manufacturer narrative:
(D10) concomitant devices: 320-15-05 - eq rev locking screw, 300-01-12 - equinoxe humeral stem primary press fit 12mm, 320-42-00 - equinoxe reverse 42mm humeral liner +0, 320-10-10 - equinoxe reverse tray adapter plate tray +10. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side and then a revision almost 6 years after initial replacement. Subsequently, the patient experienced pain and as a result, approximately 11 months after the revision, the patient underwent an arthroscopy and distal clavicle excision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, h6, h11. MDR section codes updated/corrected: b, c, d, e. The reason for the pain cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.